Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00831 and 1627487-2012-00832. The pt ((B)(6)) underwent a trial procedure for left leg pain and was implanted with two surgical leads from different lots. During the trial, only right leg stimulation could be achieved. In an effort to capture adequate therapy coverage surgical intervention was undertaken with the intent of adding a percutaneous lead. However, the physician was unable to access the epidural space. The procedure was completed with the removal of the previously implanted leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.